Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses ((B)(4) and (B)(4)). On (B)(6) 2010, CT showed aneurysm growth of 8 mm. No endoleak was reported. On (B)(6) 2010 the endograft system was explanted. An aortoduodenal fistula was noted in the operative report when reported over the phone. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.